Event description:
Technician alleged that the bed had no brakes at the head section.

Manufacturer narrative:
Technician replaced the brakes at the head end of the bed to resolve the issue. No further information is available on the repair of this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.